Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error. The pump was programmed on an unspecified date to deliver an unspecified concentraion of dilaudid with a 1 mg loading dose. No specific programming parameters were provided. Reportedly, the pump "froze at 0.5 mg and the cursor kept moving." The pump was turned off and it was reportedly noted that 10mg infused within an unspecified length of time. The pump was removed from clincial service and the dr was notified. The pt was reportedly alert and oriented with stable vital signs; however, the pt was treated with an unspecified dose of narcan. There were no reported adverse pt effects. Though requested, no additional info was provided.